Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter was reading inaccurately high compared to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation as well as additional information provided by a senior csr, following a conversation with the csr who took the initial call. The patient reported that at 5:34pm on (B)(6) 2018, she obtained, with the subject meter, the alleged inaccurately high result of 12.9 mmol/l, compared to her feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin ¿ self adjuster and reported that, in response to the alleged inaccurately high result obtained, she took ¿4 units of novorapid¿. The senior csr confirmed, following a conversation with the csr who took the initial call, that the patient stated during the initial call that of the 4 units of novorapid insulin she took, only 2 were due to the alleged high result obtained with the subject meter and the additional 2 were taken in error. She reported that, after taking this increased dose of insulin, she began to develop the symptom of feeling ¿shaky¿. The patient denied receiving any treatment over and above her usual routine of diabetes management in response to this alleged symptom. During troubleshooting, the csr confirmed that the test strips had been stored correctly and had not expired. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported based on the following conclusions: the patient reportedly developed a symptom suggestive of a serious injury adverse event, when she took an increased dose of insulin after obtaining an alleged inaccurately high result with the subject meter.